Event description:
It was reported that the suture wing separated from the catheter.

Manufacturer narrative:
An investigation has been initiated. The returned device, one 14fx20cm silicone double lumen catheter, was forwarded to the manufacturer for evaluation. When the investigation is complete a final report will be submitted.